Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was 364 mg/dl and ketones. Ketone level was identified as life threatening by a health care provider. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged (B)(6) 2026.